Manufacturer narrative:
B3-date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported one of the patient's leads had migrated and confirmed via x-ray. (B)(6) reported that patient had a recent fall. As such, surgical intervention was undertaken where that lead was explanted. The one original lead provided adequate coverage. Therapy was restored successfully post op.